Event description:
It was reported that the pt received recall hip implant letter. Pt is experiencing hip pain. Pt has yet to see his surgeon.

Manufacturer narrative:
At this time, the pt was unable to identify the device implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.